Event description:
The facility reported corneal burns occurred during six procedures, with two surgeons. One surgeon felt there was an intermittent problem with the system causing the burns, and requested the system be checked. Additional information has been requested. These events are reported under mfg. Report #s: 2028159-2007-00199, 2028159-2007-00200, 2028159-2007-00201, 2028159-2007-00202, 2028159-2007-00203 and 2028159-2007-00207.

Manufacturer narrative:
We provided the customer with additional information on the possible causes of thermal injuries. Investigation, including root cause analysis is in progress.